Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Three requests were made for product return; however, the device has not been received to date. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implant and in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services reviewed the data and recommended troubleshooting options. Additional information was received, stating that the patient received additional testing. The physician decided to continue monitor the patient. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the data and recommended troubleshooting options. Additional information was received, stating that the patient received additional testing. The physician decided to continue monitor the patient. The device remains in service. No adverse patient effects were reported. Recently, ts was contacted as the shock impedance measurement had increased to 170 ohms. It was stated commanded shock testing was previously performed in 2021, which resulted in in-range shock impedance measurements (89 and 86 ohms). Ts recommended performing provocative maneuvers, diagnostic imaging, and shock testing to re-assess the system integrity and placement. Additionally, because the device is approaching the normal elective replacement indicator (eri), ts discussed potential rv lead intervention during the device replacement procedure. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the data and recommended troubleshooting options. Additional information was received, stating that the patient received additional testing. The physician decided to continue monitor the patient. The device remains in service. No adverse patient effects were reported. Recently, ts was contacted as the shock impedance measurement had increased to 170 ohms. It was stated commanded shock testing was previously performed in 2021, which resulted in in-range shock impedance measurements (89 and 86 ohms). Ts recommended performing provocative maneuvers, diagnostic imaging, and shock testing to re-assess the system integrity and placement. Additionally, because the device is approaching the normal elective replacement indicator (eri), ts discussed potential rv lead intervention during the device replacement procedure. In 2023, the device and rv lead were explanted to resolve the event. The physician is planning to implant a subcutaneous implantable defibrillator (s-ICD) system. No additional adverse patient effects were reported.